Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex esophageal partially covered stent was to be implanted to the esophagus to treat a stricture during an esophageal metal stenting procedure performed on (B)(6) 2023. During the procedure, the device was inserted; however, under endoscopic view, it was noted that the tip was detached. The tip remained inside the patient and another wallflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event.